Event description:
Pt reported obtaining back-to-back glucose results, of 212 mg/dl and 99 mg/dl and 96 mg/dl and 234 mg/dl, on the advantage system (meter, strip lot 549515 with expiration date 02/29/2008). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. The pt had knee replacement surgery one month earlier. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the comfort curve strip.